Event description:
It was reported that the pump experienced frequent battery jumps, causing concern for potential shutdowns and an associated rise in blood glucose levels. The customer's blood glucose level rose due to the issue. Customer was educated on battery management practices, and given the recurring nature of the problem, a replacement pump was sent to them. The customer was advised to monitor the system, use an alternate therapy to ensure insulin delivery, and return the faulty pump.